Event description:
The customer reported that he changed his infusion set and insulin did exit, but no numbers on the screen were displayed and he could not continue. The blood glucose reading was 147mg/dl. Troubleshooting was performed, the device alarmed and was stuck in the prime loop. The drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.